Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor could not be interrogated. Premature elective replacement indicator (eri) was suspected. Device replacement would be scheduled.